Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (s/n: (B)(4)) revealed broken connector pin. (B)(4). Pertains to the desktop charger (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the desktop charger (dtc) connector pin broke off on friday. The patient stated they are not feeling well, so they are panicking about this. They clarified that they have not been able to charge the implant, therapy is off and they are having a return of symptoms. This has been happening since friday. A replacement dtc was sent to the patient.